Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus and cursor would not align on the screen of the device; the overlay/bezel assembly was replaced, and the stylus was calibrated. There were latch tabs broken off of the power cord bay door, a bent latch on the media bay door, and a broken nylon standoff; all found defective parts were replaced, and the link electronic module (lem) printed circuit board (pcb) was re-seated and calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. (B)(4).

Event description:
It was reported that the screen of the programmer would not calibrate with the stylus touch-pen. The programmer has been returned for repair. No patient complications have been reported as a result of this event.